Event description:
Device report from depuy synthes reports an event in (B)(6) as follows: it was reported that during a procedure on (B)(6) 2022, while doing the final lock, after the maneuver override, the surgeon found that the rod was not tightly blocked into the uniplanar screw heads. This was in comparison with the upper and lower poly axial screws with the fixation to the rod was very solid. With the uniplanar screws, one could clearly see an unexpected medio-lateral movement/degree of freedom despite an ad-hoc tightening with the torque handle. The surgery was successfully completed without any surgical delay. No patient consequences reported. This report is for one (1) viper uni screw 5x35mm ti. This is report 3 of 4 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: additional device product codes: nkb;kwq;mnh;mni;osh. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.